Manufacturer narrative:
Patient code 3191 was used to capture the patient undergoing surgical intervention to explant the device. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this device was explanted as it declared a 1003 code indicative to voltage too low for remaining capacity. The device also delivered inappropriate therapy due to a atrial flutter followed by vt . No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device declared a 1003 code indicative to voltage too low for remaining capacity. The device also delivered inappropriate therapy due to a atrial flutter followed by vt. The device remains in service. No adverse patient effects were reported.